Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer, and reportedly, the customer reverted to an alternate method of insulin therapy.